Event description:
It was reported that a xience v 2.5x15 was successfully implanted in the predilatated, de novo, totally occluded left anterior descending artery. A second planned stent, xience v 2.5x18 was advanced over a non-abbott guide wire, however, stickiness was felt and the stent delivery system (sds) was unable to be advanced. The sds was removed with some resistance and the guide wire was wiped down. As the sds was reinserted on the guide wire without difficulty, before the sds entered the introducer sheath or anatomy, it was noticed that the tip of the sds had detached on the wire. The sds and tip were removed from the wire, the wire was wiped again, and another sds was used to complete the procedure. There was no adverse patient effect or clinically significant delay in procedure or therapy. Patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: boston scientific pt graphix, xience v 2.5x15. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did confirm the reported device issue. Based on the investigation, no product deficiency was identified.